Event description:
It was reported that during a da vinci nephrectomy surgical procedure, the bipolar connection was identified to be out of the maryland bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's bipolar insert to be dislodged. The bipolar pins were observed to be sticking out at the chassis. Some bipolar cords were a tight fit on the bipolar pins may require a high removal force, potentially causing the insert to pull out. Failure analysis investigation also found insulation damage on the distal end of the main tube. Material was observed to be missing. The surface of the main tube appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the insulation damage with material missing found during failure analysis if to recur could cause or contribute to an adverse event.